Manufacturer narrative:
Product analysis: analysis noted that the stylus tip position on the touch screen was out of calibration. The connector between the printed circuit board (pcb) and the overlay was cleaned, reseated, and the stylus was calibrated. Analysis also noted that the cooling fan is noisy, the connector socket card bus release pin was broken, the keyboard front latch was broken, the bullet assay on the upper left is missing, there were small cracks on the display bezel and upper case. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer originally returned with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.